Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during insertion into the patient, there was a loss of light with the video optics, making intubation no possible. The patient had a bmi of 43.a change was made to c-mac blade size number 4 video & light due to the patient's anatomy no adjustable. Organisation of new d-blade blade video & light available on 2 attempt to insert intubation possible. As a result of the event, the patient experienced a drop in spo2 and minor bleeding in the pharynx.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned on 2025-06-23. The investigation of the product was completed on 2025-08-05. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer loss of light during med procedure was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted led is dim blade damaged cover damaged leak between plug and cover. As stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, which allows liquid to penetrate the blade through the damage to the plug, affecting the electronics and possibly causing a light failure. The event is filed under internal karl storz complaint ID: (B)(4).